Event description:
It was reported that several days after a pump replacement surgery, the pt presented to the ER due to "internal organs were shutting down." The following day, 2008, the hcp had checked the pump and found that the dosage was 5.4 times higher than should have been programmed. The dosage was reprogrammed and the pt was 'slowly getting better."

Manufacturer narrative:
Per the manufacturer's device registration system, the pump was implanted in 2008.